Event description:
It was reported that during a percutaneous coronary interventional (pci) procedure, a shaft kink subsequent fracture occurred. The lesion was located in the proximal to distal right coronary artery (rca) including the atrioventricular branch and posterior descending branch. Four taxus express2 drug eluting stents (2.50mm x 24mm, 2.75mm x 24mm, 2.75mm x 32mm, and 3.5mm x 16mm) were implanted in the rca. The 8mm x 3.0mm quantum maverick monorail was advanced for post-dilation, however, the shaft kinked during an attempt to cross a previously placed stent. It was further reported that the shaft fractured post procedure. The kink and subsequent fracture occurred approximately 20 cm distally from the hub. According to the customer, "the balloon may have been caught on the stent strut, resulting in crossing difficulty." The procedure was successfully completed with a different device. No pt complications were reported. Pt status is reported as "good".